Event description:
It was reported that a device was explanted. The reporter stated that the device was flipped, but it was not confirmed. It was noted that overdischarge was suspected. It was reported that the stimulation irritated the patient's irritable bowel syndrome. The reporter stated that the patient had no injury or adverse event. It was noted that actions required as a result of the event were listed as capped/abandoned/partially removed. It was unclear if part or all of the device system was removed. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that it was unknown what was capped, abandoned, or partially removed. It was stated that the surgeon'¿s plan was to "simply detach the leads and bury them in the existing device pocket and remove the stimulation". No further information was provided.